Manufacturer narrative:
(B)(4). Arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known postoperative procedurerelated complication that can occur from surgical implantation of new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response; however, the buildup of such can result in pain, stiffness, limited range of motion, and difficulty properly ambulating. If excess scar tissue develops, conservative measures such as exercises or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function. Additional associated products & mdrs: 00595001602 femoral component precoat size f right lot# 65334471, MDR: 3007963827-2023-00035. Additional associated products: 110035368 biomet bc r 1x40 us lot# y04caa1511. 00597206541 all poly petella standard cemented size 41 mm dia 10.0 mm lot# 65593438. 00597005501 cruciate retaining (cr) pegged tibial component precoat size 7 lot# 65492121.

Event description:
It was reported a patient underwent an initial right total knee arthroplasty. Subsequently the patient had a manipulation under anesthesia one month post procedure due to stiffness. All components remain implanted.